Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. The retain test strips passed all testing. A device history record (DHR) was done on the subject meter lot, which was found to have deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the error message first appeared at 6:36pm on (B)(6) 2015. The patient does not take any medication in order to help regulate their diabetes but stated that during the evening of (B)(6) 2015 they had consumed more water in response to this. The patient stated that 24 hours later they developed the symptoms of "sweating and frequent urination" which they associated with having high blood glucose levels. The patient stated that at 5:42am on (B)(6) 2015 their doctor prescribed them with some medications in order to help manage their diabetes. The medications prescribed were &#52400;"20 units of nph insulin to take once per day and humalog insulin (on a sliding scale) to take before meals. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.